Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was reported as used during surgery for unknown procedure on (B)(6) 2022 when it was reported, ¿we have been having problems with the conmed bovie grounding pads that we are getting in our packs. They are not sticking well to most patients and causing issues mid case.¿ there was no report of injury, medical intervention, or hospitalization for the patient or the user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to: 3. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excessive hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry. 4. Do not open package until ready to apply to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. 7. Apply the pad firmly to skin, ensuring full adhesion of the pad gel and adhesive and full pad contact with patient¿s skin. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was reported as used during surgery for unknown procedure on (B)(6) 2022 when it was reported, ¿we have been having problems with the conmed bovie grounding pads that we are getting in our packs. They are not sticking well to most patients and causing issues mid case.¿ there was no report of injury, medical intervention, or hospitalization for the patient or the user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.